Event description:
The customer reported that there is no audible alarm. The issue was found during regularly scheduled testing.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. Visual evaluation found that the unit's batteries were hanging loose inside the case. Testing of the ventilator found the following: the oxygen alarm and balance regulator are out of specification; the device goes into bypass at 42 psi oxygen/58 psi air and 40 psi oxygen/60 psi air at all balance settings; the audible alarm does not activate; the speaker circuit remains open. The immediate cause of the failure of no audible alarm was a malfunctioning speaker. There is no alarm signal going to the speaker as the speaker has an open circuit between the leads. This was caused by the speaker coil wearing out over time. The speaker is not replaced during an overhaul, therefore, this speaker is believed to be 26 year old. Additional failures found during the evaluation are as follows: the oxygen alarm activates at 37 psi and stops at 48 psi. The specification for alarming is between 24-28 psi and stopping before or at 40 psi. The balance regulator is out of specification at for .30, .60, and .90. The ventilator goes into bypass starting when the gas pressure is 42 psi oxygen/58 psi air and continuing at 40 psi oxygen/60 psi air.